Event description:
Event description boston scientific received information that the patient with this device was admitted to the hospital due to syncope. The field staff noted that there was possible noise on the competitor's leads and faxed an electrogram to technical services for review.